Manufacturer narrative:
Internal file number - (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, the following information is being provided: abbott submitted medwatch # 2024168-2019-03206 on april 23, 2019 with notification of the voluntary recall , (remedial action initiated) for events related to unexpected clip opening. Abbott recently received eleven reports of xtr clips unexpectedly opening and becoming nonfunctional resulting from unintended excessive force applied to the clip during implantation. Once the clip becomes nonfunctional, the inability to close and remove the device has led to surgery or additional intervention. This event is one of the eleven. To prevent unintended excessive force from being applied to the clip, abbott developed revised instructions for performing the steps establish final arm angle and invert the clip arms. The field safety notification (fsn) includes these revised instructions. Abbott will train all mitraclip implanters on the revised instructions.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device returned for analysis. The reported clip detachment from the device was confirmed as the clip was returned detached from the device. The reported failure to grasp the leaflets and difficult to remove could not be replicated in a testing environment as it was related to operational circumstances and returned condition of the device. The hinge pins were found to be disengaged from the connector hole. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. It should also be noted that the mitraclip instructions for use (IFU) states, the mitraclip nt clip delivery system (cds) is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. It was reported that the mitraclip device was used on the tricuspid valve. It appears that the off label use of the device contributed to the inability to grasp the leaflet. A definitive cause for the reported clip caught on soft tip could not be determined. The failure to adhere or bond to the leaflets appears to be related to patient anatomy. The patient effect of embolism was due to the clip getting caught on the sgc tip and the clip detaching from the cds; therefore, attributed to procedural condition. It should be noted that the reported patient effect of embolism is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. The observed bent l-lock tab, bent sleeve, broken coupler, scratched connector and deformed harness appears to be due to procedural circumstances due to troubleshooting maneuvers to remove the cds from the steerable guide catheter (sgc) soft tip. Based on the information reviewed and the overall evaluation of the returned device, the detachment of the clip from the device appears to be related to the observed hinge pins detachment in conjunction of troubleshooting maneuvers of the clip caught on the sgc soft tip. Engineering investigation to date has determined that unintended excessive force applied to the clip can cause hinge pin disengagement in the mitraclip xtr design. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip delivery system was difficult to remove and the clip embolized. It was reported that this was a mitraclip procedure treating the mitral valve, mitral regurgitation (mr) grade 4+, and tricuspid valve, severe tricuspid regurgitation (tr). One mitraclip was successfully implanted in the mitral valve, reducing the mr to 1-2+. Another mitraclip (cds0601-xtr, 81115u192) advanced to the tricuspid valve. A couple of leaflet grasping attempts were performed, however, the clip was unable to grasp the tricuspid leaflets due to the clip orientation. This was not a device issue due rather due to anatomy. During cds removal, the mitraclip caught the steerable guide catheter soft tip and embolized to the inferior vena cava. A snare successfully removed the detached clip from the anatomy. It was then decided to not treat the tricuspid valve and the tr remained severe. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.